Event description:
It was reported that the device will not power on. The tech recommended checking the fuses and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Biomed will send in unit under first year warranty repair. A review of the device history record showed the device had a manufacture date of 15jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not power on. The tech recommended checking the fuses and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not power on. The tech recommended checking the fuses and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.